Manufacturer narrative:
The customer reported that during use on a patient the device was powered on, and the piston lowered 1 inch, then it powered off. Review of the log files from the device show the device was powered on for the reported event data, the battery was then removed and reinstalled several times, the piston was adjusted several times, the device reported a driver fault and finally the unit powered off. The cause of the customer's complaint could not be determined based on the review of the electronic logs alone. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that during use on a patient the device was powered on, and piston lowered 1binch and then the device powered off. They reported that CPR was performed and that the patient survived to hospital.